Event description:
It was reported that the customer experienced multiple alarms, specifically alarm 2 and alarm 26, indicating ongoing occlusion issues affecting insulin delivery. This resulted in the customer's blood glucose level reaching dangerously high levels, with measurements exceeding 500 mg/dl. Customer resumed insulin to address the bg level. Reportedly, customer cleared alarm and resumed insulin to resolve issue.